Manufacturer narrative:
Analysis confirmed the customer's comment as the ventricular output connector was broken. It was also noted that the hanger was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular port on the external pulse generator (epg) is showing deterioration. The device is no longer functional as the cable is unable to sit correctly within the port connector. The device has not been received into service. There was no patient involvement.